Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to a twisted extension. As a result, surgical intervention was taken to replace the device.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, the extension lead had all internal wires broken inside the lead body with severe twiddling along lead body. The cause of the breakage is consistent with severe condition the lead was subjected while in vivo.